Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 1 device was received. 30 devices were evaluated in the field. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes 31 malfunction events in which the device had paint chips missing. 31 event had no patient involvement. No patient impact.